Event description:
A report was received that cyclesure vials were placed into a peel pouch and processed in the sterrad prior to their disposal. When the control vial was taken out it was noted to be broken. The healthcare worker discovered a white spot on their left thumb. Healthcare worker went to employee health where they irrigated the area and applied silvadene cream on it. One day after the event occurred, the white spot was gone but healthcare worker still had some pain.